Event description:
It was reported that this arctic sun device had a not saying that the circulation pump had failed. Per review of wo notes, this was discovered by the iqvia technician after the biomed initially told them it had been scrapped. It was located later with yellow sticky notes claiming ""possible circulation pump failure"". Discussed they would provide a depot repair quote for an assessment as the fco cannot be completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.